Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to moisture damage keypad traces. The pump was unable to perform the displacement test due to keypad anomaly. The numbers does not ramp up on its own or scroll bar moving with no input. No moisture damage on electronic assembly was noted.

Event description:
The customer reported via phone call of button error and moisture damage from the insulin pump. The customer's blood glucose reading was 120 mg/dl. The customer stated that the number kept running when entering. The customer stated that she wore the pump against her skin and there was sweat. The customer stated that the button error occurred right after the pump was exposed to moisture. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.